Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). UDI #: (B)(4). The product has been returned to the manufacturer for evaluation and investigation is in-process. Once the investigation is completed, a supplemental medwatch will be filed accordingly.

Event description:
It was reported that the device would not cut evenly. No patient injury and no adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). This medwatch is being filed to relay additional information. UDI #: (B)(4). On august 23, 2018, it was reported that the device would not cut evenly. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated meshgraft ii serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was march 15, 2018 where it was reported that device was not cutting and the cutter, roller and ratchet were replaced. This is not a related issue. Product review of the meshgraft ii by zimmer biomet surgical on august 24, 2017 revealed that the device calibration was in specification and the test cut passed. The roller and ratchet spring were worn. Repair of the meshgraft ii was performed by zimmer biomet surgical on august 30, 2017 which included replacement of the roller and repaired ratchet. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was unconfirmed since during the product review it was noted that revealed that the device calibration was in specification and the test cut passed. The root cause of the reported event could not be specifically determined with the information that was provided. Since during the product review it was noted revealed that the device calibration was in specification and the test cut passed. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.